Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software problem. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID 58571 and 58584.

Event description:
It was reported to vyaire medical that the bellavista1000 us had blank screen while on patient. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation. Log shows cfb error. Recommended main board replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.